Manufacturer narrative:
An event regarding disassociation involving an unknown liner was reported. The event was not confirmed. Method & results: not performed as the device was not returned. Medical records received and evaluation:device evaluation and results: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: cementation of a new stryker x3 liner in an existing depuy cup shell from a different manufacturer during prior revision surgery is associated with suboptimal liner fixation in the shell contributing to dislocation or the impossibility of reduction of same as caused by disassociation of the liner from the shell requiring revision surgery. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned.

Event description:
This pi is for the revision of patient's left hip due to instability and disassociation on (B)(6) 2010. In reporting a revision of patient's left hip on (B)(6) 2018, rep supplied operative reports which indicated a hip revision in (B)(6) 2010 in which a stryker liner was cemented in an existing shell and a competitor head were implanted, followed by an unsatisfactory closed reduction due to dislocation on (B)(6) 2010 and revision on (B)(6) 2010. As reported in the operative report: "closed reduction was performed, however, there was evidence of liner dissociation...the acetabular liner had shifted posteriorly inferiorly...". The acetabular shell (implanted prior to (B)(6) 2010, manufacturer unknown) and stryker liner were revised to a 70mm shell with 3 screws and a 10° eccentric x3 liner. Competitor head was revised to a competitor head. Rep has no access to further information. Rep is unaware if stryker devices were explanted in (B)(6) 2010 and the operative report gives no indication of the manufacturer(s) of the explants except when cross-compared to previous operative report showing what devices were implanted.